Manufacturer narrative:
Results: rbc diluent dispenser. (B)(4).

Event description:
The customer reported a leak at the probe involving the lh 500 hematology analyzer. In addition, platelet (plt) vote outs were generated and the probe wipe motionless. The customer indicated that the volume of the leak was approximately 1-2 ml and the leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched and observed that the rinse block was jammed. The instrument generated plt vote outs during startup and the probe was bent. The fse adjusted the aspiration probe and the rinse block functioned as designed. No further leaks were observed by the fse. The fse noted that the plt vote outs were due to a malfunctioned red blood cell (rbc) diluent dispenser and the diluent dispenser was replaced. Repairs were verified per established procedures and results met published specifications.